Event description:
Doctor reported the bulb housing holding the bulb cracked and bulb fell out into pt's upper throat. It was easily retrieved. No pt injury or delay in intubation.

Manufacturer narrative:
The device has been requested for eval. Several attempts to retrieve prod have been unsuccessful. Should device become available, a full eval will be performed.